Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein a lead and clik anchor were replaced. It was noted that the lead appeared to be fractured. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-4318 lot #: 19516940 description: clik x anchor

Event description:
A report was received that the patient was experiencing inadequate stimulation. Multiple contacts with high impedances were noted on the lead .the patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. Multiple contacts with high impedances were noted on the lead .the patient will undergo a lead replacement procedure.

Manufacturer narrative:
Sc-2218-50 (sn:(B)(4)) device evaluation indicated that visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the clik site fracture locations. The broken cables resulted in the reported complaint of high impedance. Sc-4318 (ln:19516940) device evaluation indicated that the clik anchors revealed no anomalies.

Event description:
A report was received that the patient was experiencing inadequate stimulation. Multiple contacts with high impedances were noted on the lead .the patient will undergo a lead replacement procedure.